Event description:
During a coronary artery bypass procedure, the first heartstring seal did not deploy out of the delivery tube into the aorta and the next two cracked while loading the seals into the delivery tube. A competitive device was used to complete the procedure. No pt complications were reported by the hosp.